Event description:
Legal counsel for the patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2003 and a total right hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Review of revision invoice history indicates a right hip revision procedure occurred on (B)(6) 2013 and the cup, taper and head were removed and replaced. A left hip revision procedure occurred on (B)(6) 2013 and the taper and head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-03396 and 03397 and 06203). Not returned by attorney.

Event description:
Legal counsel for the patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2003 and a total right hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Review of revision invoice history indicates a right hip revision procedure occurred on (B)(6) 2013 and the cup, taper and head were removed and replaced. A left hip revision procedure occurred on (B)(6) 2013 and the taper and head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative notes indicates the presence of metallosis and fluid at time of left hip revision. Revision operative notes further indicate in the presence of fluid, metallic debris with black synovium and necrotic black tissue, osteolytic defects of the acetabulum, and cavitary defects at time of right hip revision. Additional information received reports a revision procedure has been indicated due to an unknown reason. However, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional event(s) for this patient reported on medwatch number(s) 1825034-2013-06203 / 03397 & 2016-02563 / 02564.

Event description:
Legal counsel for the patient reported that patient underwent a left hip revision procedure approximately ten years post-implantation due to allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. During the procedure, the taper and head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative notes indicates the presence of metallosis and fluid.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03396 / 03397).

Manufacturer narrative:
This follow-up report is being filed to relay additional information including product identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2013-03396 / 03397 and 2013-06203).

Event description:
Legal counsel for the patient reported that patient underwent a total left hip arthroplasty on (B)(6), 2003 and a total right hip arthroplasty on (B)(6), 2004. Patient's legal counsel further reported patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Review of revision invoice history indicates a right hip revision procedure occurred on (B)(6), 2013 and the cup, taper and head were removed and replaced. A left hip revision procedure occurred on (B)(6), 2013 and the taper and head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative notes indicates the presence of metallosis and fluid at time of left hip revision. Revision operative notes further indicate in the presence of fluid, metallic debris with black synovium and necrotic black tissue, osteolytic defects of the acetabulum, and cavitary defects at time of right hip revision.